Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is undetermined. However, the cause of the event is likely due to defective circuit board inside the video connector, or defect of the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was not maintained due to perforation of the forceps channel, corrosion was observed due to water leakage from the scope connector, the scope ID was not displayed, the universal cord was collapsed, and scratches were found on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had a scope communication error. There were no reports of patient harm.